Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the blower to address the reported problem.